Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a power on/off button that was not turning on. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the front bezel was replaced, and the issue was resolved.

Manufacturer narrative:
The initially reported issue of "power on/off button does not turn on" is incorrect and is being redacted. The actual device problem is that the power on/off led does not light. This is not a reportable malfunction. This issue is not likely to cause or contribute to a death/permanent impairment/serious injury were it to recur as the device will continue to ventilate even with the led light not turned on.